Manufacturer narrative:
The field service engineer cleaned and greased the worm gears on all syringes in addition, they replaced the syringe valve seals, seals in syringes and 'ise sipper nozzles and tube. Qc and calibration was preformed was acceptable results.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from the cobas 8000 cobas ise module analyzer. Sample 1: the initial result was 150 mmol/l and the repeat result was 138 mmol/l. Sample 2: the initial result was 150 mmol/l and the repeat result was 140 mmol/l. The questionable results were not reported outside the laboratory. The reagent lot number was u95 with an expiration date of 02-sep-2020.